Event description:
Reportedly, on the last follow up on (B)(6) 2024, the physician noticed a decrease of impedance below values under 200 ohms. Rv threshold value also increased to 2.25 v. Sensing values were stable. Due to this a reintervention was performed on (B)(6) 2024 to implant a new lead revision was performed on (B)(6) 2024. During this reintervention the physician faced difficulties to insert/implant a new lead due to patient challenging anatomy so he decided to leave the vega r52 implanted for a short period time and reanalyze surgery strategy to may a femoral (leadless) approach.

Manufacturer narrative:
Device history report (DHR) analysis shows that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since beginning of (B)(6) 2024 showed ventricular capturing failure. Abnormal electrical ventricular values were also observed (low ventricular impedance <=200 ohms). Based on the available data and the fact that the subject lead was not returned for analysis, remains implanted, the most probable hypothesis is a lead(s) insulation issue. A careful monitoring of the atrial and the ventricular leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, on the last follow up on (B)(6)2024 the physician noticed a decrease of impedance below values under 200 ohms. Rv threshold value also increased to 2.25 v. Sensing values were stable. Due to this a reintervention was performed on (B)(6)2024 to implant a new lead. A reintervention was performed to implant a new lead on (B)(6)2024. During this reintervention the physician faced difficulties to insert/implant a new lead due to patient challenging anatomy so he decided to leave the old vega r52 implanted for a short period time and reanalyze surgery strategy to may a femoral (leadless) approach.